Manufacturer narrative:
The fsr replaced the roller pump and performed release testing. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during field installation of the device, the roller pump was speeding up and slowing down on its own. There was no patient involvement.

Manufacturer narrative:
Updated block: h6. During laboratory analysis, the product surveillance technician (pst) observed the roller pump to pick up speed and slow down randomly. When the pump was opened, it was noted that there was some residue on the encoder causing disruptions in the readings and changing the pump speed on its own. The service repair technician (srt) duplicated the reported complaint. During troubleshooting, the srt checked for any loose connections and none were observed. The encoder cover was opened, and some residue was noticed on the optical encoder. Residue on the optical encoder will cause speeding up and slowing down. The srt replaced the optical encoder housing kit and the optical encoder rotary. Release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.